Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
While using a byte night aligners, patient experienced a chip to their left upper incisor while wearing the aligners. Patient states that the chipped tooth is rough on the bottom and different from the right tooth and different from when they started the aligner treatment.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.